Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis made on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 3.00x24mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed proximal stent damage.